Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion error. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) discussed the replacement interval and that therapy remained available. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion error. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) discussed the replacement interval and that therapy remained available. No adverse patient effects were reported. The device remains in service. It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product is in hospital possession. The return of the product was requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.